Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy and seroma-late are a phsiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy and seroma-late.

Event description:
Patient representative reported patient experienced "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, explant, capsulectomy, tissue damage, adenopathy, pain, burning sensation, accumulation of reactive fluid, edema, accumulation of exudative material, capsular contracture, asymmetry, and anxiet. The following events have been deemed not related to the device: irritable bowel, headaches; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. Device has been explanted. This is the right side record.